Event description:
The patient reported the stimulator pocket (hip site) is lose. The device moves around and the stimulator has fluid behind it. The device has not worked for about 1 year. The patient called back 4 years later, to report pain in the buttock area. The stimulator in her hip had been explanted; however, the leads were left in place. The patient was referred to her physician for follow-up. The patient was given a physician listing.

Manufacturer narrative:
Fluid buildup behind stimulator.